Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code malf 0. The customer's blood glucose level was not reported to exceed 500 mg/dl, indicating it remained within a normal range. Technical support provided instructions to reset the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reappeared.